Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device evaluation update: review of the service history record indicated that the device had been returned previously for the same malfunction. The review indicated that there were no abnormalities or nonconformances identified. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device would not run was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the triggers of the device were sticking, and the motor had low voltage. It was further determined that the device failed pretest for check power with test bench, and check the triggers and electronic control unit (ecu) function. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device had no power. It was reported that several battery devices were used but the device would still not run. During in-house engineering evaluation it was observed that the triggers were sticking, and the motor had low voltage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.